Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestream that are cleared in the us. The pro code and 510 k number for the lifestream are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 02/2025). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation of a stent graft placement procedure in the opening of the subclavian artery, the outer package of the stent was unpacked and the wire lumen of the stent was flushed. It was further reported that prior to delivery of the stent, the operator found that the stent was allegedly not in the center of the balloon marker band and was migrated. The procedure was completed using another stent of the same model. There was no patient contact.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestream that are cleared in the us. The pro code and 510 k number for the lifestream are identified in d2 and g4. H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. However, the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the lifestream catheter was returned for evaluation. The stent was present on the balloon but dislodged by 0.5mm over the proximal marker band. There was no obvious signs of stent expansion. The stent was secure on the balloon. There was no evidence to indicate the balloon had been previously inflated, its pleats, folds and crimp indentations were intact. Therefore, the result of the investigation is confirmed for the reported stent dislodgment issue. The root cause for the reported stent dislodgment issue could not be determined based upon the available information received from the field communications, sample evaluation and image review. Labeling review: the instructions for use for the lifestream product was reviewed and contains the following information relevant to the reported event: indication for use: ¿ the lifestream¿ balloon expandable vascular covered stent is indicated for the treatment of atherosclerotic lesions in common and external iliac arteries. Warnings: ¿ do not use the device if sterile packaging/pouch has been damaged or unintentionally opened prior to use. ¿ use the device prior to the use by date specified on the package. ¿ should excessive resistance be felt at any time during the procedure, do not force passage. ¿ attempts to retract the covered stent into the sheath/guiding catheter may result in dislodgement and embolization of the covered stent. Maintain guidewire placement across the lesion and withdraw the endovascular system only until the proximal end of the covered stent is aligned with the tip of the sheath/guiding catheter. Do not attempt to remove an unexpanded covered stent through the sheath/guiding catheter. Remove the sheath/guiding catheter and endovascular system as a single unit. Attempting to remove an unexpanded covered stent by pulling it back into the sheath/guiding catheter may result in stent dislodgement. Storage: ¿ store in a cool, dry place. Keep away from sunlight. Use the device prior to the use by date specified on the package. Precautions: ¿ the device should only be used by physicians who are trained in endovascular procedures and are familiar with the required devices and materials, complications, side effects and hazards of peripheral vascular interventions. ¿ prior to device use, refer to the covered stent sizing table on the label and read the instructions for use. ¿ crossing the implant with catheters or other adjunct devices can result in covered stent dislodgement or damage. ¿ this device has not been tested for use in overlapped conditions with stents or covered stents from other manufacturers. ¿ do not use if the delivery system cannot be properly flushed. Directions for use: endovascular system preparation: 4. Carefully remove the selected device from the package. 5. Inspect the covered stent for adherence to the balloon and centered placement in relation to the balloon marker bands. If the covered stent is not centered and/or does not firmly adhere to the balloon, do not use. H10: d4 (expiration date: 02/2025), g3, h6 (method) h11: h6 (result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation of a stent graft placement procedure in the opening of the subclavian artery, the outer package of the stent was unpacked and the wire lumen of the stent was flushed. It was further reported that prior to delivery of the stent, the operator found that the stent was allegedly not in the center of the balloon marker band and was migrated. The procedure was completed using another stent of the same model. There was no patient contact.